Event description:
The user was recovering very low or zero results on patient samples and controls for calcium, glucose, phosphorus and albumin. The user couldn't cite the total number of samples or tests involved. The user gave one example of a patient sample which initially recovered 0.1 mg per dl for calcium, glucose recovered 0 mg per dl. The sample was manually repeated on the other modular and recovered 9.6 mg per dl for calcium and 93 mg per dl for glucose. The customer stated that none of the errant patient results were reported out.

Manufacturer narrative:
The field service representative determined the sample probes were misaligned and the cuvettes were not seated flush against the rotor. He reseated the cuvettes and adjusted the sample probes. He also changed the seals in the ise syringes. To verify the analyzer performance, he successfully ran patient samples and controls.